Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump was not working. The insulin pump alarmed compromised force sensor system. The drive support cap was sticking out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk. The insulin motor passed the motor test. No compromised force sensor system alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window. The insulin pump was missing the end cap sticker.